Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing fine postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing fine postoperatively.